Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case reported by a consumer via sales representative, to report an adverse event and a product complaint, concerned a (B)(6) female patient of unknown origin. Medical history included diabetes for many years and diabetes ketoacidosis. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) through a cartridge via reusable pen (humapen savvio gray) indication for use, dosage regimen and therapy started date was not provided. On unspecified date while taking insulin lispro protamine suspension 50%/ insulin lispro 50%, time to onset unknown, her humapen savvio was not working (product complaint (B)(4)/ lot unknown) due to this she had a diabetic ketoacidosis and was admitted to hospital on (B)(6) 2016, she was discharged on (B)(6) 2916. Further details were not provided. The event of diabetic ketoacidosis was considered serious due to medical significance reasons information regarding corrective treatment and outcome of the event was not provided. Insulin lispro protamine suspension 50%/ insulin lispro 50% treatment status was not provided. The user of the device and his/ her training status was not provided. The device model and suspect duration of use was about two months. The action taken with the suspect device was not provided and its return was not expected the reporting consumer did not provide an assessment of relatedness between the event and insulin lispro protamine suspension 50%/ insulin lispro 50%, but assessed that it was related with humapen savvio. Update 16aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 12sep2016. No further follow up is planned. Evaluation summary: a patient's humapen savvio device was not working. The patient experienced ketoacidosis. The device was not returned to the manufacturer for investigation (batch unknown); therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case reported by a consumer via sales representative, to report an adverse event and a product complaint, concerned a (B)(6) female patient of unknown origin. Medical history included diabetes for many years and diabetes ketoacidosis. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) through a cartridge via reusable pen (humapen savvio gray) indication for use, dosage regimen and therapy started date was not provided. On unspecified date while taking insulin lispro protamine suspension 50%/ insulin lispro 50%, time to onset unknown, her humapen savvio was not working ((B)(4)/ lot unknown) due to this she had a diabetic ketoacidosis and was admitted to hospital on (B)(6) 2016, she was discharged on (B)(6) 2016. Further details were not provided. The event of diabetic ketoacidosis was considered serious due to medical significance reasons information regarding corrective treatment and outcome of the event was not provided. Insulin lispro protamine suspension 50%/ insulin lispro 50% treatment status was not provided. The user of the device and his/ her training status was not provided. The device model and suspect duration of use was about two months. The device was not returned. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro protamine suspension 50%/ insulin lispro 50%, but assessed that it was related with humapen savvio. Update 16aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 12sep2016: additional information received on 09sep2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.